Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that an unexpected reset occurred. There was no adverse impact to customer's blood glucose level. Additional information, the customer declined troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.